Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 305 mg/dl at the time of the incident. The customer stated that the reservoir compartment broke off. The customer stated that the pieces chipped off over time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.